Manufacturer narrative:
(B)(6). Pm logs have been checked and all pm's have been completed and no discrepancies found. Affected amount: 1pc aquacel ag drs 10x10cm was manufactured under sap code 1182478 and manufacturing lot number 0l01694. Lot # 0l01694 was sterilized under lot 1251929611 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-030 ver.45.0 for machine doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0l01694. This is the only complaint for the affected lot registered within tw8.7. 3 photographs have been received for this complaint issue and have been evaluated in accordance with wi-0359. The photographs confirm the expected product, the batch number and the complaint issue. A prior investigation under a separate case indicated the root cause was found to be the sachet being sealed and cut in the incorrect location resulting in an open seal causes by the web being mis-presented at sachet cutter resulting in open seals. The investigation has been completed and approved. No further action required. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site:1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Reporter affiliation: multipharme. Patient country: (B)(6). Contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that in a full box, one unit package was open. There was no seal and no sterility of the dressing. The product was not used. Photographs depicting the issue were received from the complainant.